Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced infusion set cannula was kinked and white line formed on cannula which indicating that the cannula was bent 90 degrees within 3 hours of insertion on (B)(6) 2024 . The infusion set was in use for 3 to 6 hours. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.